Event description:
Port accessed per protocol, flushed with 1.5cc ns and chest swelling above port site noticed. Did not flush any more and dressing applied. Dr. Was notified and called surgeon who placed. Port. Patient sent home, no treatment given. Patient to have port removed and new port placed on (B)(6) 2015. Dates of use: (B)(6) 2015.